Manufacturer narrative:
Upon follow-up, it was reported that the cause of peritonitis was unknown. Seven days after hospital admission, the patient "left against medical advice". Antibiotic treatment was ongoing. Twenty-three days after event onset, the patient passed away at home. The cause of death was unknown. It was reported an autopsy was not performed and the patient was not recovered from peritonitis. Pd therapy was ongoing prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. A day after the event onset, the patent was hospitalized for the event. The patient was treated with vancomycin injection (2gm), tobramycin injection (40mg) and ceftazidime injection (1gm) for peritonitis. The cause, patient outcome and action taken with pd therapy were not reported. No additional information is available.